Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead, both implanted since 2013, due to infection. The physician began by attempting to extract the rv lead first using a spectranetics 14f glidelight laser sheath but encountered stalled progression in the superior vena cava (svc)/right atrial (ra) junction. Heavy tissue was noted in the subclavian, svc and ra regions at pre-inspection. A cook medical evolution device was used next, with no progress. A 16f glidelight device was used next and although progress was made to the ra, the patient''s blood pressure dropped at that time and an effusion was noted via transesophageal echocardiography. A pericardiocentesis was performed and the patient''s blood pressure recovered. They continued the procedure using the cook medical evolution device, but the patient''s blood pressure dropped again when progress was made to the end of the svc. Rescue efforts began immediately including rescue balloon and sternotomy. A 3cm svc injury was noted. The repair was a success. Rv and ra leads were removed surgically and the patient survived the procedure and was transferred to ICU. Although the cook medical evolution device was also in use, this report is being submitted because it was reported that the glidelight device was lasing in the area of injury during the procedure. There was no reported malfunction of any spectranetics devices in use.